Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a cryo ablation procedure, nausea and vomiting were observed. An abdominal computerized tomography (CT) was performed, and gastric dilatation was confirmed. The patient underwent a fast and fluid replacement was performed. Medication was administered to improve gastric peristalsis. After an endoscopy and x-ray were performed, regular diet was resumed gradually. The patient was discharged from the hospital two weeks after the event. The case was completed with cryo. No further patient complications have been reported as a result of this event.